Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the screen on the insulin pump is unreadable. Blood glucose value was 181 mg/dl. Customer stated that the insulin pump was not dropped. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected unreadable or blank display during our testing. No damage was found on the lcd isolation tape noted. The insulin pump passed self test. However, the insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.